Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had high blood glucose and the pump alarmed no delivery. Patient's blood glucose at the time of the incident was 257 mg/dl. Patient's current blood glucose was 235mg/dl. Last three blood glucose had been averaging 250mg/dl. The customer received no delivery alarm on (B)(6) 2017. The customer received one more on (B)(6) 2017 and blood glucose was 373 mg/dl at 3 am. The customer had cleared the alarm, and then at 7am blood glucose was 335mg/dl. The customer then disconnected from pump did manual insulin did another blood glucose test and it was still 335mg/dl. The customer was not sure if he did it right because he hadn't used the lantis before. The customer was suggested to contact the healthcare professional, and follow the guidelines or seek medical attention and call back to troubleshoot. The insulin pump will not be returned for analysis.